Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated. During our evaluation we were unable to determine what caused or contributed to the bent tip, it is possible that bending forces caused the reported event. The pointer was repaired and put back into stryker stock.

Event description:
It was reported that the tip of the rh frontal sinus seeker was bent at the user facility. Patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the tip of the rh frontal sinus seeker was bent at the user facility. Patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.